Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection and the device pocket did not heal. No additional adverse patient effects were reported. The rv lead was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the aware date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and the device pocket did not heal. There were no additional adverse patient effects reported. The rv lead was explanted.